Event description:
A balloon ruptured on the first inflation at 13 atmospheres, beyond its rated burst pressure, during an arteriovenous hemodialysis fistula graft dilatation procedure of a calcified lesion. Another balloon catheter was used to successfully complete the procedure without pt complications. The device was received, evaluated and retained by this MFR. The engineering eval revealed a longitudinal tear beginning 2mm distal to the distal ro marker extending to 3.3cm proximal to the distal ro marker. Scratches were noted on the balloon surface. A kink was also noted under the balloon 1.7cm proximal to the distal ro marker. Balloon rupture or balloon leakage is an anticipated event of percutaneous angioplasty which has been associated with overpressurization or use in a calcified lesion. Graft stenosis (anastomotic and non-anastomotic) tend to be more difficult to open and usually require much higher pressures for effective dilatation than do native vessels. Access to bypass grafts for angioplasty may also contribute to balloon failure. Post-operative scarring and/or lesions in both the proximal and distal aspects of the graft may necessitate balloon manipulation through plaque or calcification. This device displayed characteristics consistent with overpressurization, a longitudinal tear, as well as contact with a sharp external source, scratches on the balloon surface. It was also indicated this device was used in a calcified lesion. Co believes the above factors contributed to this event and does not attribute it to the device. Co's directions for use state: "due to the extremely thin wall thickness of the balloon, balloon catheters should not be used for procedures involving highly calcified lesions or synthetic vascular grafts...the rated burst pressure should not be exceeded...inflation in excess of rated burst pressure may cause the balloon the rupture...if loss of pressure within the balloon occurs during inflation or if balloon ruptures during dilatation, immediately discontinue the procedure. Deflate the balloon. Do not reinflate and remove carefully." F1,f2, f3-na. F11. Date MFR forwarded report to FDA. Info supplied in section f was completed by the MFR based on info obtained from the user facility. Any info not included in this section or any other section was na at the time of submission of this medwatch report to the FDA. (F6,f7,f8,f10,f11,f12 and f13-medwatch software package requires data in field).